Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that after the pt was implanted in (B)(6) 2011, another surgery was necessary to solve a skin problem and the housing of the implant was moved in (B)(6) 2012. No med-el staff attended this last surgery. An x-ray was performed and seemingly the electrode array was not in the cochlea. The pt has no access to sound.